Manufacturer narrative:
An event of the ring not repairing the native valve so a prosthetic valve was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The ring was received for examination and no anomalies were found. The physician indicated they thought the forming effect of the ring caused the issue. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30mm rigid saddle ring was selected for an implant. During the procedure, after implantation, the test still had regurgitation, the repair effect did not meet expectations, and the physician removed the saddle forming ring and performed mitral valve replacement. The physician alleged that the forming effect of the forming ring was not good, resulting in a lack of efficacy. The procedure was extended for 20 mins, however, the patient is stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na